Event description:
It was reported to philips that the device does not pass the discharge test. There was no patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and found that the paddle set needed to be replaced. The customer was given part information for a replacement paddle set. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.